Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states that she tested 5.0 inr on the coaguchek xs system and 3.8 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer had any of the strips, so no product will be returned for evaluation.